Event description:
I got lasik surgery from a dr. I have had complications ever since. The main problem is severe dry eye which causes constant pain. I never go to speak to the doctor before or after the surgery. They really rushed me through, and I am sure they include me as a successful surgery because my vision is better. No one ever asked me if I was satisfied. They even told me another surgery might make the dry eye go away. I have found no information backing up that statement. It makes me sick at my stomach to even think about the place where I had this done. They are obviously only interested in making money and don't care about the patients. Since the surgery, I have spent thousand's of dollars on doctors, eye drops, special glasses, and other items. I have even had my tear ducts plugged to keep the moisture from draining. Some things help, but I have come to realize that I must live with this pain forever. People don't think dry eye is a big deal, but the chronic pain can be devastating. I drink water constantly and take a nap every day just to try and make the pain go away. Please let people know about people like me. There are more than anyone knows. Just take a look how many eye drops are on the market. It is absurd. Dose or amount: one time. Dates of use: 2005. Diagnosis or reason for use: near-sighted. Event abated after use stopped or dose reduced: no.